Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead which lead to inappropriate shocks during an episode of atrial tachycardia. The sensing was noted to be very low. The lead was capped and replaced. During the revision procedure, it was noted that the right atrial (ra) lead had some insulation damage. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.